Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height flex matrix drawer 2.2 was not sensing as closed and failed to lock properly. A field service engineer (fse) adjusted the latch assembly, and the drawer slide rails and tested the drawer using hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failure occurred. The customer troubleshooted with reboot and recover but issue still persisted. And the drawer remained non-functional. The customer requested that the issue be resolved as soon as possible due to its impact on workflow and patient care. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.